Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and recaptured three times in an attempt to obtain proper placement. After the third recapture, blood pressure decreased. Cardiopulmonary resuscitation (CPR) was initiated by hospital staff but the patient did not recover and subsequently expired.